Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 108 malfunction events. In 2 events, it was reported that a device or a device component was cracked (device problem code: 1135). 18 events involved fracture of the device or a component. 10 events were due to the device failing to osseointegrate. 79 events were due to loss of osseointegration. In 5 events, there were issues reported with a mount component. In 87 events, there was no device problem found during evaluation. In 18 events, a fracture of a device or device component was found during evaluation. Also in these events, a stress problem was identified during evaluation. In 3 events, there are no findings available because the device was not returned for evaluation. In 108 events, these are known inherent risk of the procedure. Furthermore, in 18 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 108 </noe> malfunction events. This report summarizes 108 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 35 events where inflammation occurred. 13 events where patients' experienced osteolysis. 19 events where infection occurred. 9 events where erosion occurred.